Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event, date of death b5. A third paragraph was added. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, at node 3, the implant depth was deep and positioning was difficult. Therefore, the valve was recaptured. Upon the second deployment attempt, left bundle branch block (lbbb) was observed and the valve was recaptured. Upon the third deployment attempt, the valve was fully deployed. Following the implant of the valve, the lbbb continued. Subsequently, the patient left the procedure with temporary pacing via the neck. Additional information was received that the patient returned to normal sinus rhythm after the lbbb resolved. Additional information was received that 6 days following the implant of this valve, a massive hematochezia was observed and cardiopulmonary arrest subsequently occurred. Cardiopulmonary resuscitation (CPR) was performed. Despite the return of spontaneous circulation (rosc), cardiac arrest immediately occurred and the patient died. Per the physician, the cause of death was due to gastrointestinal bleeding, and there was no causal relationship between the death and valve or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, at node 3, the implant depth was deep and positioni ng was difficult. Therefore, the valve was recaptured. Upon the second deployment attempt, left bundle branch block (lbbb) was observed and the valve was recaptured. Upon the third deployment attempt, the valve was fully deployed. Following the implant of the valv e, the lbbb continued. Subsequently, the patient left the procedure with temporary pacing via the neck.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient returned to normal sinus rhythm after the lbbb resolved.